Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency room with complaints of palpitations related to premature ventricular contractions (pvcs). Upon review of electrograms (egms), intermittent episodes of noise were noted on the right atrial lead. No intervention was performed. The patient was stable post interrogation and will continue to be monitored.